Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver of a (B)(6)-year-old customer reported a lower scan value while using the adc freestyle libre sensor compared to an adc meter. On (B)(6) 2021, a sensor scan of 100 mg/dl was compared to a glucose test of 'hi" (greater than 501 mg/dl) on the adc meter, which when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced symptoms of weakness, vomiting, fatigue, and had a loss of consciousness. The customer was brought to the intensive care and a where a lab test of 400 mg/dl was obtained, and the customer was hospitalized and provided insulin and oxygen for the treatment of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.